Event description:
During routine testing of the device at the service center, the service technician reported the external cable of the calibrator was damaged. This calibrator was originally returned for repair due to a slope error when the damaged cable was found. Since this event occurred at the service center, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.